Manufacturer narrative:
Product analysis: the power cross dilatation catheter was returned for analysis. No ancillary devices, cine, images or procedure notes were returned for evaluation. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. The distal tip and balloon chamber were examined: red sanguine material was noted within the balloon chamber. No abnormalities or deformities were noted. A kink was observed on the catheter shaft proximal to the tip of the orange strain relief. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear fluid was observed exiting the distal tip. A 0.018in guidewire was loaded through the distal tip and exited the proximal hub with ease. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was pulled three times: a vacuum could not be maintained due to air bubbles being pulled into the syringe. The balloon chamber was inflated using a 10cc water filled syringe attached to the balloon luer lock on the y-manifold: a pinhole leak was noted in the distal third of the balloon chamber. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported during use of this powercross balloon according to the IFU, a burst occurred. The device was replaced with another of the same specifications to complete the procedure without further issue. No injury reported.